Event description:
A registered nurse reported to (B)(6) via email that a tego cap used on arterial/venous lumen had clotting on the inside of the tego connector. Noted that there was also some tearing to the silicon seal as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).